Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error. Customer's blood glucose at time of incident was unknown. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer report motor position encoder error alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer declined to troubleshoot for motion sensor test failure alarm.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery and e70 error alarm was confirmed in the history file also, unable to perform a21 error test due to motor error loop. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. However, the operating currents are within specification and passed self-test, rewind, basic occlusion test, prime test and displacement test. No a35 alarms noted. The insulin pump had cracked case at the display window corners, cracked battery tube threads and minor scratches on the lcd window.